Event description:
The customer reported the unit displayed error codes 90007 and 90008.

Manufacturer narrative:
(B)(4). The customer reported the unit displayed error codes 90007 and 90008. The hospital biomed stated that the error that was recurring was the 90008 (the 90007 was noted in the error log and can be generated by the user during shift check). Both the power and the control pcas were replaced to resolve the issue. We cannot determine the cause of the issue as multiple parts were replaced.